Manufacturer narrative:
B3. It is unclear from the literature if the 2 reported events were separate events and when they occurred. Attempts to gather more information about each event have been unsuccessful. As such, event date(s) is unknown. D4. It is unclear from the literature how many devices were involved in the reported adverse events or what their identifying information is. Attempts to gather more information about the devices, including size and lot number, have been unsuccessful. As such, the device part and lot number are unknown and the UDI and expiration date could not be determined. E1. Hospital information for each adverse event was not included in the literature. H4. As the lot number is unknown, manufacture date could not be determined. H10. Livanova manufactures the protekduo cannula. It is unknown where the reported events occurred. This report documents 2 cases of access site bleeding mentioned in the literature. There was no specific malfunction of the protekduo cannula described in the literature in relation to the reported adverse events. It is also unclear from the literature how many individual patients experienced these adverse events, what their outcomes were, when the event(s) occurred, and what specific product was being utilized at the time of the event. Livanova has made multiple attempts to gather more information from the authors. The main author, dr. Amit alam, has responded that he does not have any additional information. Attempts have also been made to contact the centers and physicians referenced in the article who the patients were actually treated by. However, no further information has been provided at this time. If any additional information relevant to the reported event is received, it will be provided in a supplemental report. H3 other text : device availability is unknown.

Event description:
During a literature review, livanova identified an article (amit alam et al., 2023) which described the use of the protekduo cannula for internal jugular cannulation in patients with rv failure. The majority of patients described in the study received rv support post-lvad outside the index lvad operation room. The case study described numerous adverse events across the patients with right ventricular failure. This report is being submitted in relation to 2 reported cases of cannula access site bleeding.